Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that prior to use, the unopened pack of suture has an expiration date of mai20 on the individual packaging. There was no patient involvement and no patient consequence reported. No further information is available.